Event description:
Asr revision reported via the sales rep, asr xl, left. Reason(s) for revision ; pain / high metal ion levels / loosening (cup).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Asr revision reported via the sales rep. Asr xl. Left. Reason(s) for revision ; pain / high metal ion levels / loosening (cup). Update 18 nov 2014 - litigation papers received. Marked as legal, updated doi ((B)(6) 2007), added chromium and cobalt toxicity as a reason for revision. Invoice located. Part/lot information added. Stem and sleeve now being reported for elevated metal ion levels.